Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received without the original battery cap. The insulin pump had broken battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump observed physical damage. The blood glucose reading was 50 mg/dl, which was treated with soda. The customer stated that he could not remove the battery cap due it being cracked. He stated that when he noticed a low battery, he went to change the battery, but could not; he also noted cracks at the battery compartment opening. He did not know how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.